Event description:
During removal of an existing ureteral double j stent, the j portion in the bladder fractured off. Dr. [Redacted name] removed the retained portion, patient was later discharged home. Manufacturer response for double j stent, double j stent (per site reporter) [redacted date]: portion removed given to manager [redacted name]. [Redacted date] requested product identifiers.